Event description:
Customer reported an issue with the panorama central station ambulatory telepack, which may have affected spo2 telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included unit cleaning and replacing the latch. Unit was calibrated and safety tested to factory's specifications.